Event description:
Elevated cobalt and chromium levels. Eye problems and hearing difficulty, lack of energy. Lymph node at left groin at site of hip replacement. Failure of smith and nephew to regularly monitor and provide follow-up examination and testing, including the payment of the costs associated with metal on metal measurements and assessments of renal function, required procedures and examinations.